Event description:
A reporter/layperson informed a customer care advocate, cca, 2007 that the patient/layperson's ultra 2 continued to display the battery symbol despite having changed the battery three or four times. The issue began approximately a month earlier. He continued to take his usual 1000 mg of metformin. Two weeks before calling customer service the patient felt shaky, tired, and clammy. The patient saw his physician who reportedly gave the patient "oral medication for diabetes" after testing him on the office meter. The reporter did not know the result. Products were replaced by the cca. Because the patient claimed he experienced unexplained shakiness after the issue began, and then later allegedly was treated by his physician, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Date of event, is approximate.